Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot/serial: 11705889, (B)(4).

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a thoracic aortic aneurysm as well as an abdominal aortic aneurysm using gore® tag® thoracic endoprostheses ((B)(4)) and gore® excluder® aaa endoprostheses. The tgt3415 was deployed proximally and the tgt2810 was distally. The procedure was concluded without endoleaks. On (B)(6) 2015, the patient presented to the hospital with back pain. It was revealed that an aneurysm had been formed around the proximal end of the tgt3415 and that this aneurysm was suspected to have caused an impending rupture. On the same day, a conformable gore® tag® thoracic endoprosthesis was implanted proximally to repair the aneurysm. It was reported that the patient had a pre-existing type a aortic dissection and a shaggy aorta. Additionally, in 2014 (exact date unknown), the patient took pleurodesis and picibanil was administered to treat a pneumothorax. Reportedly, it was unknown if an aneurysm was a new aneurysm or the dilatation of the existing aneurysm. As the aorta had an existing dissection, it may have caused the formation of an aneurysm, but the exact cause is unknown.